Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found the tube connected to di water source was loosely laid under the instrument. Water flowed out of open end of the tube spilling onto the lab floor. The fse connected the valve to the loose tube an the loose tube was secured and capped to prevent further leaking. No other visible sources of leaks were discovered. Bec identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter, inc (bec) of a di water leak from underneath the unicel dxc 600i synchron access clinical system onto the floor. No patient results were affected. No one was exposed and medical attention was not sought. The customer was wearing personal protective equipment when troubleshooting. No effect to patient or operator was reported in connection with this event.